Event description:
The complainant reported that the physician performed an x-ray examination on a pt who had a j-tube enteral feeding device placed approx four months ago, because the pt was complaining of vomiting. An examinaton of the x-rays indicated that the p's j-tube had separated and that the separated portion had migrated to the pt's duodenum. The physician reported that the separated tube was then successfully removed from the pt via the aid of a scope and a snare. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a resultof the reported problem.